Manufacturer narrative:
Device logs transmitted to the online portal were inspected and it was verified that out-of-range control solution tests were logged by the device. Though the issue was verified, there was insufficient information to establish probable cause. Analysis of device production records found no contributing factors. Patient was contacted multiple times to request return of the device for testing and additional information regarding the alleged event, and all outreach was unsuccessful.

Event description:
Patient contacted customer support to allege that their biotel blood glucose meter was not accurate. Patient alleged that their readings were higher than expected and that they had recently both visited their doctor and had been hospitalized. Control solution tests were performed on the device via telephone with the patient and all results were out of the specified range. Patient did not specify whether the doctor and hospital visits were related to the alleged issue with their blood glucose meter and did not indicate whether they experienced any symptoms or other health effects. Patient has been contacted multiple times for additional information regarding their alleged doctor visit and hospitalization and all outreach attempts were unsuccessful.